Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1119, awareness date 27-aug-2015). Case was received in united states on 01-sep-2015 and refers to a (B)(6) female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Right after getting it, she began to have sharp pains on the left side of her abdomen. Her doctor said her body was probably just adjusting. 3 months later, at her hysterosalpingogram (hsg) x-ray (as reported) it was confirmed the left coil had migrated and pierced her uterus. Consumer had to have surgery to remove it and her left tube was clamped at that point. In addition, she was fatigued all the time and started taking daily vitamin, thinking she was deficient. Then she started having migraines daily, feeling nausea, light headed, dry eyes, stomach bloating, gums hurting, joint pain along with severe abdominal and back pain. At the age of (B)(6), she is no longer able to do some of the basic things like walking without having pain. Additionally, consumer reported that she did essure to avoid surgery and yet, because of it, she is on her second one. She had pain and constant fatigue. All she has the energy to do after work is sleep. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted and 3 months after placement, at confirmation test, it was found that left coil had migrated and pierced her uterus. This event, seen as uterine perforation, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure use may occur during essure use, mostly during difficult insertions. In this case, soon after placement, the consumer had sharp pains on the left side of her abdomen. Then, 3 months later, the confirmation test (hsg) showed that the left coil had migrated and pierced her uterus. Considering the perforation probably occurred during insertion procedure and given event's nature, causality with essure use cannot be excluded. As essure removal on left side was required, this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted and 3 months after placement, at confirmation test, it was found that left coil had migrated and pierced her uterus. This event, seen as uterine perforation, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure use may occur during essure use, mostly during difficult insertions. In this case, soon after placement, the consumer had sharp pains on the left side of her abdomen. Then, 3 months later, the confirmation test (hsg) showed that the left coil had migrated and pierced her uterus. Considering the perforation probably occurred during insertion procedure and given event's nature, causality with essure use cannot be excluded. As essure removal on left side was required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.